Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they were unable to charge. It was reported that the patient hadn't used their stimulator in a while due to some personal issues. Their pain had worsened and they wanted to get back on track with their therapy. A recharging session was attempted and a reposition antenna screen was seen. The steps for an antenna locate feature were reviewed but that did not resolve the issue. There was no implantable neurostimulator (ins) pocket issues reported. The last successful recharge was unknown. A report of pain was reported where the pain never really went away but had worsened. The patient was going to follow up with their healthcare professional. Relevant medical history includes post traumatic neuralgia and spinal pain. On 2017-04-07, additional information was received from the patient via the manufacturing representative, reporting that the patient as having a return of l mandibular pain and subsequent headaches. It was reported that the patient had been non-compliant with recharging and had not contacted a manufacturing representative previously. It was reported that the patient had done troubleshooting with patient services over the phone and it was recommended that they follow-up with their healthcare provider. It was reported that the patient had to get a referral for an appointment at their pain clinic. A timeline was not provided for these events. It was noted that factors that may have led to the patient¿s issues were as the patient stated, ¿they had a lot going on at home and they didn¿t want to get into¿. It was reported that the rep attempted to trickle charge the battery to restore energy, but the issue was not resolved at the time of the report. On 2017-04-12, additional information was received from the manufacturing representative reporting that they attempted to restore the patient's battery charge for four cycles without success. It was reported that the patient was ready to leave, not wanting to make further attempts. It was discussed with the patient's doctor who requested that they make an appointment the nurse practitioner (np) to begin the screening process for a battery replacement. The reason for the patient's non-compliance for charging the battery was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.